Manufacturer narrative:
The information about the suspect medical device has been corrected in the dedicated section. Since the suspect medical device has been corrected, also the device manufacturer date has been changed accordingly. Through follow up communication livanova deutschland learned that it is possible that the wrong date was set on the s5 system. Therefore, an analysis of the serial read-outs of all the pumps used on the system was performed. The logs of the pumps recorded an interruption of internal communication or a watchdog reset in a date different from the reported one involving all the other pumps of the system at the same time. This is possibly due to interferences in the operation theatre. Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device. The service representative replaced the ep pack and transmitted the read out to livanova (B)(4) for investigation. Livanova (B)(4) performed investigation of the read outs. The investigator could not reproduce the reported issue, since on the day of the reported event no event was stored. Additionally, one log file was incomplete, therefore not possible to be investigated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 mast roller pump an alarm was displayed, which was cleared after a restart. The alarm occured again after procedure. The event was detected during procedure. There was no report of patient injury.